Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient's ins was not working well for pain relief and that they had it explanted. The issue was considered resolved. No further complications were reported.